Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to glenoid side pain.

Manufacturer narrative:
Associated mfrs: 1038671-2017-00335, 1038671-2017-00336, 1038671-2017-00337, 1038671-2017-00338. Conclusion: all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The event of pain/discomfort is greater than 3 months postop and it is highly unlikely to be related to the surgical procedure or devices. The most likely cause of the reported event is related to the underlying patient condition. This device is for treatment, not diagnosis.

Event description:
It was reported by the patient that a "reem and run operation" on (B)(6) 2014. The patient stated "the cap was mislabeled for size. Due to immobility and pain, it was removed in (B)(6) 2015 and replaced with a full shoulder replacement." Associated mfrs: 1038671-2017-00335, 1038671-2017-00336, 1038671-2017-00337, 1038671-2017-00338.